Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time anomaly. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that insulin pump time was changed by itself. The customer stated that insulin pump had battery out limit and low battery in the past. The insulin pump will be returned for analysis.